Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: d9, h3, h6. The following information was reported: lot number unk => 1046uh. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/9/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the xc200 (a) cartridge was received with 3 clips loaded and with 3 loose clips. The clips and cartridge were visually inspected and no defects were observed. The loose clips were manually loaded on a test device for its functionality. Upon functional testing of the clips, the instrument retained and deployed the 6 clips as intended. The clips were formed as intended and conforming to our manufacturing requirements. The event described could not be confirmed as the clips were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: ? Please clarify, does the clip is not holding/loading into the applier? The clip could not be loading into the applier. Or the clip does not hold the suture?the clip does not hold the suture. If the clip is not holding or not loading into the applier: the clip is not loading into the applier.package lot number of the clips? 1046uh.please explain how the clips were loading into the applier? The clips could not be loading into the applier.please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading? The jaw of the applier are at 90 degree to hte sufface of the clip caereidge when loading. Was the applier checked for damage (jaws straight and aligned)? There is no damage with the applier. If the clip does not hold on to the suture: no. What suture size was used? Unknown.when the event occurred, was the suture placed near the hinge of the clip? Yes. Were you able to lock the clip closed on the suture? No. If yes after it closed, was the clip holding securely fixed on the suture? N/a.was the applier checked for damage (jaws straight and aligned)? Yes. There is no damage with the applier.what was the surgical procedure involved? Unknown. Was this a robotic procedure? Unknown. If clip did not close/did not hold on to the suture, was the clip used in an application where the suture was under tension? Yes. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.the product will not be returned as the product has been discarded. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by a sales rep that, during an unknown procedure, when loading into the applier and trying to clip, the clip would not load, and it was tried multiple times, but the clip did not close. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.